Manufacturer narrative:
Batch review performed on 09-december-2020: lot 1908988: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 22-jan-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 09-december-2020: liner: mpact 01.32.3244hct flat pe hc liner ø32/e (k103721) lot 1904353: (B)(4) items manufactured and released on 11-jun2019. Expiration date: 22-may-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability 4 months after the primary surgery. The surgeon revised the head and liner, the surgery was completed successfully.